Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system was being used for training when burnt wires and evidence of arcing were discovered on the motor protection switch. The biomed confirmed the reported issue during follow-up and provided additional information. The biomed confirmed that the system was powered off when the thermal damage was discovered. There was no patient involvement or personal harm as a result of discovering the thermal damage. There was no observed burning smell, smoke, spark, or flame. The biomed stated that a replacement motor protection switch has been ordered and will be installed upon arrival to resolve the reported issue. The ro system remains in service. The biomed confirmed that there were no switches that tripped, no blown fuses in the local power supply, no local power grid issues on or around the date that the thermal damage was identified. The biomed confirmed the ro system was plugged into a ground-fault circuit interrupter (gfci) hospital-grade outlet. Upon requesting machine files, the biomed was unsure how to obtain them. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system was being used for training when burnt wires and evidence of arcing were discovered on the motor protection switch. The biomed confirmed the reported issue during follow-up and provided additional information. The biomed confirmed that the system was powered off when the thermal damage was discovered. There was no patient involvement or personal harm as a result of discovering the thermal damage. There was no observed burning smell, smoke, spark, or flame. The biomed stated that a replacement motor protection switch has been ordered and will be installed upon arrival to resolve the reported issue. The ro system remains in service. The biomed confirmed that there were no switches that tripped, no blown fuses in the local power supply, no local power grid issues on or around the date that the thermal damage was identified. The biomed confirmed the ro system was plugged into a ground-fault circuit interrupter (gfci) hospital-grade outlet. Upon requesting machine files, the biomed was unsure how to obtain them. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts nor machine files were provided to the manufacturer for evaluation. The reported overheated wires were likely caused by frequent reoccurring high pump currents or bad electrical contact at the pins of the motor protection switch. The affected wiring with included crimp connection and blade receptacles are supplier parts. A supplier nonconformity cannot be submitted without a sample. A manufacturing failure cannot be excluded or confirmed as failure cause. The review of the complaint history reveals that the reported event is known. The device history record review indicated the product was released without any discrepancies. Review of the repair history of the concerned device indicated that this complaint was not previously reported. A review of the instruction for use (IFU) and/or service manual (sm) is not required, as no alarm message was reported and the circumstances in relation to the failure cause are unknown. However there is not enough information provided to determine or exclude a cause.